Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development investigation was performed for the subject device. The 314.23 lot number 4582583 cannulated hexagonal screwdriver shaft was returned and reported that the tip had broken intraoperatively. This complaint condition was likely caused by over thirteen years of consistent use and possibly the application of excessive torque during surgery; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection and drawing review were performed as part of this investigation. This complaint is confirmed. The 314.23 cannulated hexagonal screwdriver shaft is an instrument routinely used with the 4.5mm lcp condylar plate aiming instruments (technique guide). The device was returned and reported that the tip had broken intraoperatively. This condition is confirmed; the distal four millimeters of the shaft was received entirely broken off along a diagonal fracture surface which ends in a point on the balance of the shaft. A spiral and in some cases a diagonal fracture surface can be indicative of failure during twisting. The device was manufactured in 5/2003 and is over thirteen years old. The remainder of the returned device is in otherwise fair condition with some visible wear along the length of the shaft. Drawing 314_23 was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. All measurements have been performed by calipers. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Implant and explant dates: device is an instrument and is not implanted / explanted. Device history records review was completed for part# 314.23, lot# 4582583. Manufacturing location: (B)(4), supplier: (B)(4), release to warehouse date: may 16, 2013. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, patient underwent percutaneous hip proximal femur surgery. During the surgery, the tip of the cannulated 4.0mm hexagonal screwdriver shaft broke during a screw removal. A part of the tip of the hexagonal screwdriver broke off, and was retrieved fairly easily from the patient. The procedure was completed successfully with no reports of delay or medical intervention. The patient¿s post-operative status was noted to be stable. Concomitant device reported: screw (part# unknown, lot# unknown. Quantity 1). This report is for one (1) screwdriver. This is report 1 of 1 for (B)(4).